Event description:
Customer reported issues with the insulin pump. Customer states that there is button error alarm and the up arrow is stuck so the numbers started ramping. The blood glucose reading is 122 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. No unexpected numbers ramping during testing. However, the insulin pump had intermittent button response due to corroded act, up and down button on keypad trace. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.